Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different patient samples collected from the same patient using vitros tsh reagent on a vitros 5600 system, when compared to a result obtained from one of the samples tested with a non-vitros method. The assignable cause of the event is unknown; however, an unknown sample interferent that affects the vitros tsh assay but not the non-vitros method cannot be ruled out. In addition, a transient vitros tsh reagent issue could not be ruled out as a contributing factor, though a vitros 5600 instrument malfunction could be.

Event description:
The customer complained that lower than expected vitros tsh results were obtained from two different patient samples collected from the same patient using vitros tsh reagent on a vitros 5600 system, when compared to a result obtained from one of the samples tested with a non-vitros method. Sample 1 result: 0.106 miu/l vs expected 1.278 miu/l, sample 2 result: 0.101 miu/l vs expected 1.278 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The result obtained from patient sample 1 was reported outside of the laboratory, however the physician questioned the result and no treatment was given, changed, or withheld. There was no allegation of patient harm as a result of this event. This report is number two of two MDR&#38112;for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).